Event description:
Patient admitted to hosptial for removal and replacement of saline left breast implant secondary to patient developing a pouch on the medial aspect of left breast causing the implant to bottom out. At time of surgery, a small hole was found in the implant. Patient also had revision of right breast scar because it had been painful. Original breast implants were placed in 1980 and had to be replaced in 2001 secondary to leaking. Manufacturer of current breast implant removed is unknown.